Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she needed an MRI of the knee. The patient reported that it was difficult to get through to the clinic and that the current clinic was stating they wouldn¿t do the scan for someone with an implant, that she was having another surgery and had (B)(6) units of blood and was bleeding which was another problem. The patient reported that she was upset with the process for guidelines and disconnected the call. No further complications were reported.